Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by abdominal pain and fever. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for another indication. The patient was treated with injection ceftazidime (1gm twice a day, intraperitoneal, discontinued) for fever. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.